Event description:
It was reported that the patient experienced loss of therapy due to lead migration. It was also noted that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a revision procedure wherein the ipg was replaced, and the leads were repositioned back up. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7073121/7073223.